Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2012, 4194-88 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular lead oversensing 60 hertz cycle noise as the patient was using a wet angle grinder. There were also sensing integrity counts and a lead integrity alert was triggered. Detections were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.